Manufacturer narrative:
(B)(4). Product investigation results: a fully constrained wallflex biliary fully covered rmv stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual analysis of the returned device found a kink in the outer sheath at the end of stiffening mandrel. The blue outer sheath was found broken near the outer diameter- proximal exterior tube- endoscope interface (proximal end of the gas section). The clear outer sheath at the gas was stretched out and kinked. The inner member was also kinked near the broken part of the blue outer sheath. The gas ramp was kinked and a misalignment between the inner shaft and the outer sheath was noted. Functional evaluation revealed that a 0.035'' guidewire did not exit at the guidewire access port due to the kink and misalignment between the inner shaft and the outer sheath, confirming the reported event. No other issues were noted with the stent and delivery system. Based on details of the reported event and the condition of the returned device, the device may have encountered difficult patient anatomy such as stenosis or tortuosity which may have resulted in the complaint incident. The damages noted with the returned device were consistent with the application of excessive force during use. Taking all available information into consideration, the investigation concluded that the observed failures and the reported event were likely due to anatomical or procedural factors during the procedure which limited the performance of the device. Therefore, the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be used to treat the narrowing of the bile duct during a stent placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the guidewire did not pass through the guidewire rx port. The shipping mandrel was removed after inserting the guidewire but it was impossible to move the guidewire through the rx port. The procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event. Note: this event has been deemed a MDR- reportable event based on investigation results which revealed that the blue outer sheath was found broken near the outer diameter: proximal exterior tube- endoscope interface (proximal end of the gas section).